Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where ssl server certificates had expired on two servers. A technical support specialist (tss) downloaded the updated ssl certificates and installed them on the app, iss/rpt, and test servers. After installation, the enterprise server (es) website and health sight viewer (hsv) were accessible, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the ssl server certificates had expired. The customer reported that certificates on two servers were expired, resulting in inability to access the servers and error messages being displayed. The customer indicated that the certificates had already expired and planned to provide a screenshot of the error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.